Manufacturer narrative:
(B)(4). Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). In lipectomy surgical procedures in about 10 patients had dehiscence. By analyzing in detail and committees conducted with care staff (surgeon, anesthesiologist, nurse manager and nurse assistants), to date there has been no change in surgical technique, which has generated this adverse event. Dehiscence is observed between first week and after 20 days after surgery.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: 2 unopened pouches. Analysis and results: there are no previous complaints of the same reference-batch. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Tightness test to the samples received has been performed and the units are tight. Tested the knot pull tensile strength of the samples received and the results fulfills the OEM requirements. A minimum of five samples would be preferred because it is the minimum number of units that fulfills the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. As instructed for use:"when working with novosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material". Final conclusion: complaint is not justified. Although the results of the samples received fulfills the OEM requirements, note is taken of this incidence in order to assess if new or additional actions are needed. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.